Event description:
It was reported that the device delivered inappropriate high voltage therapy due to oversensing of noise on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.